Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker showed less than six months longevity since last year. Boston scientific technical services (ts) walked the health care professional (hcp) through hex dump. Furthermore, the device had no resets and recorded memory errors. The device was set to elective replacement near (ern) which indicates a 90 beats per minute (bpm) magnet rate and less than one year remaining longevity. Moreover, ts also walked the hcp through programming change. To date, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information obtained from the field which indicated that device was explanted. No additional adverse patient effects were reported.